Event description:
The pt received the scs system on (B)(6) 2007. It was reported that the pt's charging system is unable to consistently locate the scs ipg. The ipg pocket has become loose due to pt's weight loss. An elastic bely for the antenna and a new charging system has been sent to the pt for replacement. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.